Event description:
It was reported that the ceramic tip broke off two mitek electrodes used during a procedure. Fragments were reported as having been retrieved from the joint at the time of the event. No patient injury was reported. If this was to recur and the fragments were not retrieved, it is possible that a potential injury could occur. Incident involved two mitek electrodes.